Event description:
In 2004, the pt was implanted with a left ventricular assist device (lvad). During the implant, the surgeon stated that the coring knife was dull, and had to use a scalpel to remove apical tissue. The hosp is sending in the coring knife to the MFR for analysis. The pt remains stable on lvad support while awaiting a heart transplant.